Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a gastric procedure, when the jaws of the reload were closed; the first staple lines emerged without activating the safety button. There was a problem unloading the device. The stapler was able to fire, but the staple line was formed incompletely at the proximal end. The jaws of the device did not lock on patient tissue, and no component of the device broke off. As a result of the event, there was temporary damage to the serosa of the intestine. The incomplete staple line was closed using manual suture. To complete the procedure, another reload was used. The patient has undergone chemotherapy or radiation treatment. At the time of the report, his status was alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.